Event description:
Caller reported a malfunction on the pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump. Caller was instructed on how to reset the pump, was informed that the replacement pump would have a slightly different software version, and was advised on how to handle returning the faulty device to avoid charges. Customer agreed to return the pump within 10 days and was also advised to set and connect their devices with the replacement. Customer will continue to use current pump after resetting the pump with cts and customer also has mdi.